Event description:
It was reported to philips that system had image storage issue. The system was in clinical use at the time of event. The patient was moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected it was during the cardiac chambers (congenital structural heart) planned treatment/non-emergency treatment the issue occurred. It was reported that the system error, image store unavailable. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the defective ippc communication issue. Fse replaced the os drive, images drives and ippc. After the replacement of os drive, images drives and ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.